Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) system was checked on the emergency room (ER) due to feelings fatigued. Upon reviewed, it was found that the device exhibited pacing inhibition with asystole of more than two seconds, due to noisy signals on this right ventricular (rv) lead. Subsequently the device was turned off. The field representative requested confirmation from technical services (ts) to turn on the device. Technical services (ts) reviewed the episodes and found out this rv lead also exhibited high impedances out of range. Ts did not recommend turning the ICD on as this could put the patient at risk for inappropriate therapy and more inhibition of pads from noise. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).